Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose in august 5, 9 and august 10, 2012. The blood glucose reading was 400, 460, and 360s mg/dl. The customer stated experienced diarrhea, vomit, and headache. The caller stated in one occasion he stays overnight, and the other two occasions he was released the same day. No further information was provided.